Event description:
As reported in 2008, this patient was implanted with a gore excluder aaa endoprostheses. Post-operatively, infolding of the contralateral leg component was noted. Further investigation is being conducted.